Event description:
The customer reported an intermittent leak from the probe of a coulter hmx hematology analyzer with autoloader at the end of the backwash cycle. The leak was not contained in the instrument and the volume of the leak was approximately one to five drops. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer realigned the probe wipe / rinse block assembly to resolve the probe drip issue. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode of this event was probe wipe / rinse block assembly misalignment. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).